Manufacturer narrative:
(B)(4), date sent: 04/09/2021, d4: batch # u5e97f, h6: component code: mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45g reload was received for analysis and reload body was noted to be damaged. The reload was received fully fired. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. It should be noted that product failure is multifactorial. The damage to the one-piece sled has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during lobar surgery, when severing right lower lobe tissue, after fired, noted the staples malformed. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.